Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings:visual inspection revealed that the keypad cover was intact. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicate on investigation. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture behind the display lens; leak testing revealed a crack in the pump casing between the case seal and the keypad cover; there was evidence of moisture found on the main printed circuit board and the keypad flex connector; the display was dim and discolored; the battery compartment was cracked.